Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level was 470 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer was treated with syringes and shots for the high blood glucose. Based on customer¿s report customer did allege pump was under delivering. Customer declined the troubleshooting for the high blood glucose. The device will not be returned for analysis.